Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have water marks on them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd sumter received 3 customer photos for review and analysis. The photos were evaluated and the issue of additive abnormality (condensation) was not observed, the silica window shown within the pictures meets the criteria for acceptable silica window. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Therefore, bd is not able to confirm the customers reported failure mode of additive abnormality. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to additive abnormality. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time for additive abnormality.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have water marks on them.